Event description:
An affiliate reported that the hub of two 2.5 x 13mm cypher select plus were found to be cracked and leaking prior to use on a pt. The devices appeared normal when they were removed from the package. The procedure was completed with a xience stent delivery system.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-00517. Additional info will be submitted within 30 days of receipt.